Event description:
The complainant alleged that during a routine test by a biomed the paddles did not discharge when the buttons were first pressed. The complainant indicated there was no pt involvement with this reported malfunction.